Event description:
A customer reported experiencing cartridge alarm 20 with their insulin pump, which occasionally required them to reset the pump to load a cartridge. The event resulted in a blood glucose reading that simply displayed as "high," although the specific value was not provided. As a corrective measure, the customer administered a correction injection via multiple daily injections (mdi) and transitioned to this backup therapy. Tandem technical support confirmed the recurring issue and decided to replace the pump, ensuring it was within warranty and providing updated software along with training resources. The customer was instructed to put the faulty pump into storage mode and return it using a provided prepaid label.